Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts during a patient involved event. This resulted in a delay in performing defibrillation shock therapy to the patient. There was a patient death associated with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device issued no audio prompts. Further investigation revealed that the black wire of the speaker cable had been pinched and severed in the region where the upper and lower cases meet, resulting in no audio output. This would indicate the cable had been damaged during pairing of the two cases at manufacture. This device shall by retained by heartsine and the customer was provided with a replacement device. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts during a patient involved event. This resulted in a delay in performing defibrillation shock therapy to the patient. There was a patient death associated with this event.